Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound in the device but did produce sound when tested on the test station. It was determined that the main board would need to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty main board. The main board was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
During evaluation at bench repair the device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.